Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. The patient, who had a history of right hemispheric embolic cva, acute respiratory failure requiring tracheostomy and ventilator, and gastrostomy for nutrition, was readmitted on (B)(6) 2019 for concerns of their sternal wound, pseudomonas positive driveline infection, osteomyelitis sacral wound, anemia and sepsis. They were transfused multiple units of prbcs for anemia, with a CT scan revealing a left thigh hematoma. Vascular was consulted and the patient¿s aspirate was sent for cultures. The patient was treated with broad spectrum IV antibiotics and ID, plastics and wocn were consulted. Palliative care was then consulted for support/end of life discussions. In the setting of the patient's critical condition and failure to thrive, the patient's family decided to change the patient's code status to a dnr and withdraw care. The lvad was turned off on (B)(6) 2019, and the patient expired on (B)(6) 2019. No autopsy was performed, and the device was not explanted. No product available for investigation. The heartmate 3 lvas IFU lists bleeding, infection, sepsis, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Cva was reported under MFR # 2916596-2019-03320. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had acute respiratory failure requiring tracheostomy and ventilator and gastrostomy for nutrition. Patient was readmitted from continue care rehab on (B)(6) 2019 for concerns of his sternal wound, positive for pseudomonal driveline infection, osteomyelitis sacral wound, anemia and sepsis. Patient was transfused multiple units of packed red blood cells (prbcs) for anemia, with CT scan significant in finding a left thigh hematoma. Vascular was consulted with aspirate sent for cultures. Patient was treated with broad spectrum IV antibiotics and consults from infectious disease (ID), plastics and wound, ostomy, and continence nurses society (wocn). Palliative care was consulted for patient and family support/end of life discussions. In the setting of the patient's critical condition and failure to thrive, the patient's family decided to change the patient's code status to a do not resuscitate (dnr) and withdrew care. The left ventricular assist device (lvad) was turned off on (B)(6) 2019. The patient was pronounced (B)(6) 2019. The account will not provide additional information as stroke was previously reported and the account has not deemed this death device or therapy related. As such, no follow up questions will be answered.